Manufacturer narrative:
The returned product will not be analyzed as the complaint of infection could not be confirmed via laboratory testing.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-13556. It was reported the patient's system was explanted due to system infection that was diagnosed on (B)(6) 2015. The patient received 8 weeks of antibiotics which started on (B)(6) 2015.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-13556.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-13556. It was reported the clinical study patient experiences pain, itching and swelling at extension connections to the ipg sites. The next course of action is undetermined at this time.